Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 return date (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would likely have accumulated and clogged during reprocessing. The foreign material appeared to be black and rubbery, which did not originate from the device. The event can be prevented by following the instructions for use: "evis exera olympus gif-1th190 operation manual includes the detection way in chapter 3 preparation and inspection. Evis exera olympus gif-1th190 reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had no flow from the main air/water system. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the angle wires were stretched, the distal sheath adhesive was discolored, and the objective lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.